Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that vibration appears in the ECG. There was no reported patient involvement.

Manufacturer narrative:
.